Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist tss verified that there was no disconnected mode icon was displayed on the station. No data synchronization error was identified on logs, and the upload status was current. Tss confirmed that there were no issues with the device, and no further investigation was required and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, machine was in disconnect mode and new orders were not appearing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.